Event description:
It was intended to use a 2.5 x 26 mm integrity rx bare metal stent to treat a severely calcified lesion with moderate tortuosity and 90 % stenosis, in the mid lmca cx artery. The device was removed from packaging, inspected prior to use and negative prep was performed, all with no issues noted. Resistance was encountered at the lesion and it is reported that the stent was dislodged from the balloon during removal. The physician then used a sprinter 1.25 mm balloon to move and deploy the dislodged stent in the vicinity of the original target lesion area. A second stent was then deployed distally to successfully cover the lesion. No patient complications are reported. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. The hypotube had detached 28cm distal to the strain relief. The detachment sites were jagged and oval and had numerous kinks evident along the hypotube - this damage is characteristic of packaging the device for returning to manufacturing facility for evaluation. The distal tip was slightly damaged.

Manufacturer narrative:
Results and conclusions: (severely calcified lesion with moderate tortuosity and 90 % stenosis). (Dislodged stent). (B)(4).